Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source exhibited all lights on the processor blinking and sometimes doesn't capture pictures. Attempts to troubleshoot with an olympus technician were unsuccessful. The issue was observed during an unspecified procedure. There was no delay to the procedure, and it was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.